Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock while they were out jogging. Review of the episode noted t-wave oversensing. The s-ICD has been reprogrammed and remains in service. No adverse patient effects were reported.